Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was observed for less than 24 hours and then discharged home. Although the physician does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax which was identified via a post-procedure chest x-ray. The patient had a history of hypertension, hyperlipidemia, and prostate cancer. Per the physician, the ion procedure did not necessarily cause or contribute to the pneumothorax and that a pneumothorax could have occurred with any modality. The lesion biopsied was located in the right middle lobe (rml) along the fissure. The lesion was also less than 2 cm in size. The patient was asymptomatic. The pneumothorax was large in size and did increase in size over time. A chest tube was inserted to resolve the pneumothorax and supplemental oxygen was provided. The patient was observed for less than 24 hours and then discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.